Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp indicated patient feels the stimulator is shocking them started today. Caller reports it feels like "90" caller indicated patient has a recharger, but do not have the equipment with them during the call. Reviewed how to slide the therapy to off. Hcp called to follow-up on this case. The caller stated that they were able to turn therapy off with the recharger yesterday. The caller stated that the therapy was turned on again and the patient was feeling the shocking sensation. Technical services reviewed information about using the recharger and app to turn therapy off. The caller confirmed that they were able to turn therapy off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.